Event description:
Pt's mom stated that they initially had a "blockage detected" alarm over the weekend and after making sure there were no kinks, they restarted the pump but it kept alarming, so the pt was switched to his other pump. Pt's mom stated that on monday, pt was on the pump at school when she got a call that her son's pump was beeping with the same "blockage detected" alarm. Pt was switched to his other pump soon afterwards, serial number of detected pump: (B)(4) (due 09/28/2017). Pt's mom did not report any side effects as a result of the malfunctioning pump. New pump will be sent to pt's mom for delivery (B)(6) 2016, as well as a return box, so malfunctioning pump can be returned to the pharmacy. Dose or amount: 78.29 nkm, frequency: every 24 hours, route: intravenous. Dates of use: 2014 to ongoing, reason for use: pah.